Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: 2.1.0, ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Codes b01, c19, d14 apply. Evaluation of the software logs found a fault on the date of the event. Codes b01, c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system experienced an error 64 while trying to move forward to navigation. Additionally, the system rebooted by itself. The surgery continued without additional issue. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.